Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was presenting with an error code. It was also reported that the programmer was running slow/freezing, and had difficulty interrogating a device. It was noted that the programmer had previously been sent in for repair less than three weeks prior, but the issues did not resolve. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer presented with an error code. The comment regarding sluggish performance was unable to be confirmed. It was noted that, after the link electronic module (lem) was replaced and the software was reloaded, the programmer intermittently powered-up with a blank display. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.